Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was adjusted an the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported intermittent communication failed errors, low ma errors and filament errors. These errors can result in a system lock up. No boot, shut down, or reduced image quality situation. There is no report of pt injury or death associated with this event.